Event description:
It was reported that while attaching the inserter to an implant to reposition the implant, the inserter was broken. The tip of the broken inserter remained in the patient's body. No other patient complication was reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.